Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 3.00mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during the second inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.